Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, which resulted in surgical intervention to replace this lead for a new one. No additional adverse patient effects were reported. This lead was disposed of at the hospital.